Event description:
The customer stated a false negative anti-hcv result was generated on the architect i2000sr for one blood donor patient. On (B) (6) 2010, the blood bank obtained an architect anti-hcv non-reactive result for this blood donor (0.17 s/co). On (B) (6) 2010, the blood donor was hospitalized for an unknown reason during which an infectious disease screen generated a reactive roche cobas hcv ab result (no quantitative results provided). On (B) (6) 2010, the initial sample was retested generating an architect anti-hcv nonreactive result (0.15 s/co) and a roche cobas hcv ab reactive result. On (B) (6) 2010, the reactive roche cobas result confirmed positive with serodia eia. On (B) (6) 2010 the customer indicated the second bleed was tested on two separate architect analyzers generating architect anti-hcv nonreactive results (0.12 s/co and 0.11 s/co). The customer indicated that the patient's contaminated blood donation had been transfused to one recipient. There have been no reports of adverse impact to the recipient.

Manufacturer narrative:
(B) (4) this report is being filed on an international product, anti-hcv, list 6c37, that has a similar us product distributed in the us, anti-hcv, list 1l79. Additional anti-hcv reagent lot 75088hn00, manufacture date 5/26/09 and expiration date 2/14/10. Evaluation: other, the device was not returned. Retained kit testing met all specifications. In response to this issue an investigation was initiated to further examine the customer's observation. Returns of both the sample in question and the reagent kit were requested but not received at the time of the investigation. As no product return was available, the investigation included testing of a retained kit of architect anti-hcv, list number 6c37-30, lot 78603hn00. Lot 75088hn00 could not be tested as the reagent kit had expired on (B) (6) 2010. The results generated from testing were within the specifications stated in the product labeling. Additionally, sensitivity testing was conducted and results were within acceptable performance range. A review of tracking and trending for architect anti-hcv reagent lots 75088hn00 and 78603hn00 identified an adverse trend for potential false negative results; however, the trend was due to values observed at the end of the reagent volume (25% remaining) and a s/co drop of 40% was observed for positive control s/co values. This adverse trend does not relate to the customer's observation as the s/co values of 0.17, 0.15, 0.11 and 0.12 s/co observed by the customer are outside the s/co range that is affected by the 40% and not related to the quality issue currently being investigated. A review of the complaint and manufacturing records for architect anti-hcv did not identify any problems related to the customer's observation. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results, and the importance of additional testing requirements when the test results are inconsistent with patient history or clinical evidence. Based upon the investigation, it has been determined that architect anti-hcv, list number 6c37-30, continues to meet performance specifications for sensitivity.